Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and deflation.

Event description:
Healthcare professional reported left side "patient has noticed a change in the size of implants, suspecting leak or deflation and capsular contracture, baker grade iii". Device remains implanted.

Event description:
Healthcare professional reported "patient has noticed a change in the size of implants, suspecting leak or deflation. Baker grade iii, capsular contracture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed 2openings assessed as surgical damage. Crease folding of implant: observed creases on the device. Particles in valve: not observed. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, h6.

Event description:
The device has been explanted and replaced. Observations made during surgery "any creases, possible leaking, particles in valve".